Manufacturer narrative:
Inspection of the device found no issues capable of causing the reported event. The cause of this event could not be determined. The soft cannula was observed to be shortened. It cannot be determined when this damage occurred.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that the pods pink slide did not move forward indicating a needle mechanism failure. It was also noted that the cannula was not visible. The pod was worn between 1 and 4 hours and the patients blood glucose levels were over 500 mg/dl.